Event description:
Pt was born with only one ventricle. A norwood procedure was being done. After 20 to 25 minutes on bypass, circulatory arrest was started. Blood was being recirculated through the oxygenator at this time. After 45 to 50 minutes on circulatory arrest, the perfusionist noticed what appeared to be blood in the outlet water line of the heater/cooler. The oxygenator was then changed out without any problems. A sample of blood was analyzed for plasma-fee hemoglobin and was found to be normal. This finding indicates that no significant amount of water was introduced into the blood. Bypass was re-instituted after the change out and the case was completed without incident. Pt had pulmonary hypertension and was placed on ECMO. On thursday the 13th, the decision was made to take the pt off of ECMO and at 1 a.m. On friday the 14th, the pt expired due to lung failure. There is no allegation that there was a connection between the incident involving the oxygenator and the pt's death.

Manufacturer narrative:
The final conclusion on this incident was that the oxygenators in question were fitted with heat exchanger assemblies containing stainless steel tubes which had some surface contamination at the tube ends in the pur bond areas. As a result cleaning, handling and inspection procedures were reviewed. The stainless steel tubes in the current incident oxygenator heat exchanger assemblies have been produced, cleaned, handled and inspected according to the reviewed procedures. Further discussions and observations in-house have resulted in a general observation that the seal integrity between the central polycarbonate water tube and the first ring of stainless steel tubes could be improved. This change is currently being validated and co expects to incorporate this modified polycarbonate water tube in all micro oxygenators very shortly.